Manufacturer narrative:
(B)(4). During the functional tests of sample analysis the problem of no power was found to be attributed to a f94 alarm which was verified in the log review. The cause of the alarm was the aforementioned low battery. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, review of the alarm log, and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump failed to power on. It was not specified when in the process this occurred. Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.